Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited green image and no image. The issue was identified at the time of set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure of "no image" was confirmed but the reported failure of "green image was not confirmed." In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device (r-unit). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the broken charged couple device led to the customer reported failure of no image. The most probable cause of broken charged couple device was traced to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.